Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon is stuck - vagina [foreign body in reproductive tract]. Went to pull the string and it came out, but the tampon didn't [complication of device removal]. Went to pull the string and it came out - tampon [device breakage]. Case description: consumer contacted via e-mail and stated that as she went to pull the string it came out, but the tampon didn't. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon is stuck - vagina [foreign body in reproductive tract] went to pull the string and it came out, but the tampon didn't [.complication of device removal]. Went to pull the string and it came out - tampon [device breakage]. Consumer contacted via e-mail and stated that as she went to pull the string it came out, but the tampon didn't. No serious injury was reported.